Event description:
It was reported the right ventricular lead exhibited t-wave oversensing (twos) . It was also reported many of the episodes showed twos, but only two of the episodes were reported as twos events on the device print out of the episode list. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).